Event description:
Per the customer, during a posterior lumbar fusion using nav3i and ziehm, the surgeon complained of inaccuracy. After conducting the first spin (0.33mm automatic registration deviation) and completing the right side with kwires the surgeon moved to the left side, and complained that "accuracy was off." The customer attributed the ngenius tracker (on orthopins) as potentially being "bumped." A second spin (0.50mm deviation) was conducted and 6 screws were placed in the patient. The surgeon was still unsure of accuracy, so three staples were placed in the patients back within the scan center and a third spin was conducted (0.43mm deviation). After conducting the spin and removing the z-drape, accuracy was checked with the long pointer down the center of one of the screw tulips and touching on the staples, there still appeared to be inaccuracy. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : log files not submitted by customer for evaluation.

Event description:
Per the customer, during a posterior lumbar fusion using nav3i and ziehm, the surgeon complained of inaccuracy. After conducting the first spin (0.33mm automatic registration deviation) and completing the right side with kwires the surgeon moved to the left side, and complained that "accuracy was off." The customer attributed the ngenius tracker (on orthopins) as potentially being "bumped." A second spin (0.50mm deviation) was conducted and 6 screws were placed in the patient. The surgeon was still unsure of accuracy, so three staples were placed in the patients back within the scan center and a third spin was conducted (0.43mm deviation). After conducting the spin and removing the z-drape, accuracy was checked with the long pointer down the center of one of the screw tulips and touching on the staples, there still appeared to be inaccuracy. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.